Manufacturer narrative:
Evaluation of the transducer confirmed the articulation issue as described by the customer. Investigation of the device noted missing beading around the window, debris in the connector, and corrosion present on the knobs. The evidence of exposure to fluid ingress resulted in significant corrosion and residue build-up which led to articulation issues. The extensive damage identified during the evaluation would inhibit the overall performance of this transducer and is indicative of improper maintenance.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an articulation issue with their x7-2t model transducer. There was no injury associated with this event.